Manufacturer narrative:
One device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. Corrective actions have been implemented to mitigate this issue. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not power up and the temperature of probe could not be increased when removed from patient, but activation noted on the generator with full power activity in 12 minutes. There was no patient injury.